Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6)2011, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd:unknown , UDI# asku. (B)(6). (B)(4) is being used to represent the report that there was a crack on the catheter access port (cap). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via implantable pump for ossification of posterior longitudinal ligament. It was reported that there was a catheter disconnection due to a crack on the catheter access port (cap).it was reported that a catheter replacement was performed on (B)(6) 2018. It was reported that when the pump pocket was opened, the cap where the pump catheter and the pump were connected was found to have a crack and the catheter had been disconnected. It was reported that it was unknown when the catheter had disconnected. It was reported that liquid retention in the pump pocket was observed and was noted that it was either baclofen or cerebrospinal fluid (csf). It was noted that there were no onset of adverse events observed in the patient. Until the catheter disconnection was detected, drug dosage adjustment and a refill been performed; there was no particular issue. According to dr. Haga, the pump and catheter replacement by intraspinal insertion was not performed on this day due to inexperience on the physician. It was noted that the pump system replacement will be performed again on a later date with support of a doctor of kyushu university hospital. Because there was no change in the current patient condition the catheter end was ligated to prevent csf leak and the operation was finished. It was further noted that there was a possibility that much force was applied when the connection between the pump and the catheter was ligated with a thread by the physician who performed the initial implantation operation. The classification of severity of the event was reported as n/a to 1-7 (not serious). The outcome of the adverse event was unknown. The causality was reported as not related to the drug, pump, or programmer; unknown if related to the surgical procedure; and related to the catheter. No further complications were reported and/or anticipated. Additional information was received. It was reported that the pump replacement was performed on (B)(6) 2018. No further complications were reported and/or anticipated. Additional information was received. It was reported that the replacement was not for the catheter but for the pump. At this time, only the pump was explanted due to normal battery depletion. It was further reported that the catheter remains in the body. Clarification was asked around the catheter serial number that was provided and additional information received noted that model and serial number of the catheter was asked and was unknown. It was asked for clarification if the liquid retention in the pump pocket was a seroma or due to a leak in the catheter or catheter access port (cap) and it was reported that it was unknown. It was reported that it was unknown if there were any contributing factors of the catheter disconnection, crack in the cap, or the fluid in the pocket. It was reported that no explanted product would be returned for analysis. No further complications were reported and/or anticipated.